Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on june 28, 2016. The local representative was notified because this patient was taken to the heart catheterization laboratory for an emergency pericardiocentesis. This transvenous defibrillation lead was exhibiting no right ventricular (rv) capture. The patient was in and out of ventricular tachycardia (vt)/ventricular fibrillation (vf). The physician suspected that the rv defibrillation lead may have perforated the heart. An echocardiogram apparently identified a perforation. Rv sensing and impedance measurements were within normal range. Despite emergency intervention, the patient could not be stabilized and died. The local representative was not aware if the physician suspected that the perforation occurred at the time of the implant procedure. Additionally, the local representative was not aware of any x-rays that were obtained following the implant procedure and was not provided with any post-mortem explanations. The local representative commented that the adverse event occurred on the fifth post-operative day and believes that the patient had never been discharged from the hospital post-implant procedure.